Event description:
During surgery, dr informed writer via telephone communication that when he released his foot from the pedal controllng the probe and then restarted he had witnessed white foreign matter emmission from the tip of the probe. He stated all reflux does occur during this process. He informed writer that he opened another pack and proceded with the surgery. There was no delay in surgery and no effect on the pt at that time nor up to this date.